Event description:
It was reported that the instrument was cracked. The product damage documented has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There are no surgeon, procedure, or patient details available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H4: manufacture date is an unknown day in january 2011. H3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was broken in two pieces. Additionally it the broken fragments were cracked. The broken fragments were returned for evaluation. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not conducted due to not being applicable to the complaint condition a dimensional inspection was not conducted due to not being applicable to the complaint condition the overall complaint was confirmed as the observed condition of the st apg sizer pin guide 56+3 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (pg0111) provided is not a valid finished goods lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.